Manufacturer narrative:
It was reported, that the compressor did not deliver air. The field service engineer found a damaged air connector. After repair, the compressor passed all performance and safety tests according to factory specifications and was cleared for clinical use. Defective parts were scrapped. As no part was returned for investigation, the root cause of the damaged connector could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported, that the compressor did not start. There was no patient harm. Manufacturer ref. #: (B)(4).